Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited no capture one day post implant. An x-ray was performed and the lead was found to have dislodged. During the procedure to replace the lv lead, the right ventricular (rv) lead fell out of place and an insulation breach was noted. Both of the lead were explanted and replaced. No patient complications have been reported as a result of this event.